Event description:
Return reason: leakage. Analysis determined: investigation found a 0.5-1.0mm tube opening directly below the bottom of the molded manifold due to improper molding technique. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that molding, mfg and quality assurance personnel will be notified. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.